Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2003. Subsequently, the patient was revised to a vanguard ssk (super stabilized knee) 360 on (B)(6) 2013 due to an unknown reason. On (B)(6) 2014, the patient underwent a second revision procedure to replace the tibial bearing and remove scar tissue.

Manufacturer narrative:
(B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2014-07961 / 0001825034-2014-07990).